Event description:
It was reported that the user removed the inset infusion set from the applicator before insertion and required guidance on proper preparation and insertion for the infusion set and cartridge change, with no device alerts or alarms noted and the relevant component identified as the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.